Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2021, the patient stated a sensor error occurred for nine hours. She stated that she did not rely on a bg meter before she went to bed. She woke up with paramedics around her because her blood glucose had dropped to 14 mg/dl during the sensor error and she was unconscious. A family member called paramedics who gave the patient glucagon IV to revive her. The patient was taken to the hospital and was sent home the same day. No information was provided regarding whether any additional treatment was provided at the hospital. At the time of the report the patient was in stable condition. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.